Event description:
It was reported that, while the patient was in the room alone, the patient had fallen while attempting to climb into the stretcher and landed on his head causing a brain bleed in his frontal lobe. The patient was transferred to a level 1 trauma center for further care of the injury. Upon evaluation of the unit by a stryker technician the brakes were found to be operating correctly. No defect was found with the product that could have caused or contributed to the fall. Further details regarding the injury or treatment have not been provided by the customer.

Manufacturer narrative:
This was previously filed without a code entered into b2. Section b2 has been updated with the appropriate code.

Event description:
It was reported that, while the patient was in the room alone, the patient had fallen while attempting to climb into the stretcher and landed on his head causing a brain bleed in his frontal lobe. The patient was transferred to a level 1 trauma center for further care of the injury. Upon evaluation of the unit by a stryker technician the brakes were found to be operating correctly. No defect was found with the product that could have caused or contributed to the fall. Further details regarding the injury or treatment have not been provided by the customer.